Manufacturer narrative:
H3: product analysis: evaluation determined that heat discoloration observed on the proximal end of the tools. The likely cause was identified as inadequate irrigation. Excessive bio-residue on the tool head decreases the diamond cutting efficiency. The typical response to reduced tool efficiency is to increase cutting pressure, which causes the tool to heat up. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handpiece could not be continued due to overheating. It was confirmed that the tool was burned. No patient impact reported. On follow up, it was reported that there was no patient or staff impact.